Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with fluid in their insulin pump. The customer's blood glucose level at the time of incident was 189mg/dl. The customer states that when the reservoir was leaking, their levels rose to 400mg/dl, but the customer states they had also been sick at the time. The customer states there was fluid in the reservoir compartment. Troubleshoot was conducted. The device was found to have passed testing. The customer was advised to monitor the device. The customer is being sent replacement supplies.